Event description:
As reported to coloplast though not verified, the patient experienced vaginal erosion, pain, urinary incontinence, physical deformity, loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.